Event description:
Same case as MDR ID's: 2134265-2015-03864, 2134265-2015-03865, 2134265-2015-03861. It was reported that during a trans-arterial hepatic radio-embolization procedure using yttrium-90 microspheres, patient complications occurred. Access was made via right common femoral artery puncture. A shepard's hook catheter was placed in the celiac axis. The first direxion hi-flo microcatheter was placed first into the left hepatic artery. After placement of the microcatheter prior to treatment, the patient experienced significant facial flushing, subjective shortness of breath, bradycardia and hypotension. The patient maintained consciousness throughout. The patient has not had prior allergic reaction to contrast and the episode although unclear was felt to be unusual vasovagal reaction. The patient was given atropine and the episode resolved quickly within 3 minutes. 50% of the planned dose was infused at this location always maintaining forward flow. The second direxion hi-flo microcatheter was then placed in the more inferior first order division of the right hepatic artery and 25% of the dose infused, again maintaining forward flow throughout infusion. Finally a third direxion hi-flo microcatheter was placed into the more superior division of the right hepatic artery and five of 25% of the dose infused again maintaining forward flow. The most dramatic response was experienced when the first direxion hi-flo was inserted, with less dramatic but still notable effects with insertion of subsequent direxion hi-flo catheters. A forth direxion hi-flo catheter was noted to be used in the procedure however it is unknown when the device was utilized. The onset of symptoms was about 25 minutes from start of procedure at the stage of injection of contrast through the direxion hi-flo microcatheters. Contrast had been given through a 5f diagnostic catheter prior to insertion of the direxion hi-flo microcatheters with no adverse affects. Given the short-lived nature, full treatment was able to be completed. No additional patient complications were reported and the patient patient's is stable. The patient has been discharged.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the doctor did not consider a prior event of contrast reaction to be evidence of hypersensitivity to contrast as the patient just experienced a ¿hot flush¿ which is normal.